Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The consumer was being transferred from a wheelchair to a shower chair when the unit allegedly tipped over. The staff members steadied the unit so the resident was not injured. The bases locking mechanism is allegedly worn out and may have contributed to the alleged incident.